Event description:
Health care professional reported, "noted that fluid missing form band and again checked two more times - port leak suspected." The access port was removed and replaced. The explanted port will be returned.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage form the band, the port of the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."